Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, visual summary analysis indicated apparent explant damage. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had high pacing threshold, noise, and sensing anomalies. The device was explanted. It was also reported that there were multiple dislodgements of the right atrial (ra) and right ventricular (rv) leads with capture anomalies, impedance issues, noise, and sensing anomalies. The ra and rv leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.